Event description:
Complainant alleged that while attempting to treat a 39-year-old female patient, the device displayed an "ECG monitoring failure" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch reports 1220908-2022-02091, 1220908-2022-02093 and 1220908-2022-02094 for similar events reported from the same customer.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.